Manufacturer narrative:
Motor error alarm during rewinding due to corroded home switch. Unable to verify occlusion test due to motor error alarm.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. Blood glucose level at the time of the incident was 339 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.